Event description:
It was reported that the patient could not lay down with the stimulation on. If she did, she felt like she was being electrocuted. This had been happening since the device was implanted. She was noted to be okay if she laid down on her side or stomach. The patient tried turning the stimulation down but it still felt like her heart was racing. Follow-up found that the patient¿s healthcare provider (hcp) had never been notified of these issues and therefore had no information pertaining to the event. Further follow-up was performed to determine if the patient had received any assistance for the issues reported and if she had any further concerns. This event will be updated if additional information is received.

Event description:
It was reported that the patient received assistance from the manufacturer¿s representative and their concerns were resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).